Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: the test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with pillowing keypad overlay. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history on (B)(6) 2021 found pump error 63 alarm (variable = 21) time of 19:45:49 and pump error 53 (linenumber = 5632, filenumber = 2005) time of 19:46:17. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. In summary, pump passed all required testing. However, found pump error 63 and 53 alarm in the history suspected to be on rf circuit or u2/pcb 1 may have had an intermittent failure but was not detected during testing.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump having open book image. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history on (B)(6) 2021 found pump error 63 alarm (variable = 15) time of 19:45:49 and pump error 53 (line number = 5632, file number = (B)(4)) time of 19:46:17. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. In summary, insulin pump passed all required testing. However, found pump error 63 and 53 alarm in the history suspected to be on faulty connector radio frequency board circuit or electrical board 1 may have had an intermittent failure but was not detected during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.